Event description:
Info was received that an ac power cord to a continuous positive airway pressure (CPAP) device sustained thermal damage while plugged in to an ac outlet. The device was not in use by the patient at the time of the thermal event. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer confirmed a thermal event had occurred to the ac power cords associated with the CPAP device, resulting in an exposed wire. There was no evidence of thermal damage to the CPAP itself. The manufacturer's investigation determined the thermal event was most likely caused by a partial connection of the ac power cord to the ac input of the power supply by the user. Labeling for this device instructs the user to ensure that all connections are secure when operating the device using ac power. There is no patient harm associated with this reported event. The manufacturer concludes no further action is necessary.